Event description:
It was reported that the stent was broken upon opening of the package and a new stent was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened packaging. An evaluation was completed. Visual evaluation of the sample noted a separation on the proximal end of the stent. The material surrounding the stent does not appear to be stretched or discolored. The suture porthole was also noted to be separated at the end of the tube; this separation was stretched and discolored, which is seen when the suture ID pulled from the stent. The suture itself did not appear to be stretched. The sample passed all dimensional requirements the tip inner diameter was measured using a pin gauge and found to be 0.039", the tube inner diameter where the separation occurred was measured and found to be 0.040" with a pin gauge, the outer diameter measured 0.0628" and 0.0610" with a laser micrometer. A 0.035" guidewire passed through the sample with no resistance. Although a specific root cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used on a patient, however, it is intended for treatment purposes.. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: ""improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." Correction- d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the stent was broken upon opening of the package and a new stent was used.